Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the reservoirs she received are leaked and that 5 sets of reservoirs have been used and none of them work. Customer does not recall any significant events leading to the error. Customer's blood glucose was above 300 mg/dl at the time of incident. Troubleshooting was offered but customer said that incident happened in the past and was not able to continue troubleshooting. Customer indicated that she has the reservoirs and will return them for analysis. No further information was given.